Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05145. The pt received 2 quattrode leads (from the same lot), 2 wide-spaced quattrode leads (from the same lot), and 2 dual 4 extensions (from the same lot) on (B)(6) 2010 and an ipg on (B)(6) 2011. The pt stated that she feels pocket heating and burning. She also states that her leads heat up when the stimulation is on. On (B)(6) 2011 the entire system was explanted. Please also refer to: MFR report #: 1627487-2011-00999 for the wide-spaced quattrode leads. MFR report #: 1627487-2011-05089 for the quattrode leads.